Event description:
It was reported that the patient is experiencing ineffective therapy. Surgical intervention may be pending to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000143595.

Manufacturer narrative:
A patient experienced ineffective stimulation/ therapy was reported to abbott. It was determined the patient underwent a revision where the leads were moved down to t10/t11 to improve coverage. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Section h10: remove the below statement: ¿the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000143595.¿

Event description:
Related manufacturer report number: 3006705815-2024-01542. Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's scs leads were moved down to establish effective coverage.